Event description:
Loss of ultrasound images on a raid system due to malfunctioning hard drives. Redundant back up of the first drive failure occurred. However, a second drive failed before the first drive could be corrected by service, which resulted in the lost images. Presently investigating potential system administrator error as a contributing factor event.